Manufacturer narrative:
Other, other text: b5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 29-nov-2022: this product was not used on any patient when it failed.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited system failure force sensor bridge test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "force sensor bridge test error." Functional testing showed the device duplicated the reported issue during the power up process. Steady state readings of the force sensor (with no pressure on it) had a count of 157 and 2.85 lbs, the force did not change when force was applied to the force sensor. The investigation determined that the force sensor and plunger cable were the cause of the reported issue. The force sensor and plunger cable were replaced. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h6: health effects-health impact.